Event description:
Sorin group (B)(4) received a report that during setup, the display modules turned blue and the pump direction was wrong. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement and it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. The returned product was tested for approximately 200 hours without any issues or deviations. The reported issue could not be confirmed. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.